Event description:
Zero tip was used on pt during procedure and was found to be broken and not working. Pt was having a procedure, cystoscopy left ureteroscopy, and retrieval of stone fragments. Upon retrieval the zero tip basket was inserted to be used but found to be broken. No harm was evident to pt.